Manufacturer narrative:
Updated device evaluation summary completed on 5/18/2020; the analysis results show that the device appeared intact. Leak testing was performed and no leaks were detected. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: left-mentor smooth round high profile 330cc saline breast implants, catalog number 3503330, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor smooth round high profile 330cc saline breast implants which the right side deflated after implantation. As a result patient had it removed on (B)(6) 2019 .

Manufacturer narrative:
Mentor received the suspect device on 6/10/2019. Device evaluation completed on 6/27/2019: the analysis results show that the device appeared intact. Leak testing was performed and no leaks were detected. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).